Event description:
Nurse reported patient experienced withdrawal and a reservoir volume discrepancy was identified. The expected reservoir volume (erv) was 2ml, and the actual reservoir volume (arv) was 18ml. The reservoir capacity of the implanted infusion pump was 18ml. Despite roller and catheter troubleshooting studies being negative, the infusion system was subsequently replaced after an implant duration of approximately 36 months. It was reported the new pump has been functioning since it was implanted. Final patient outcome was not reported.